Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lcx was very calcified. When the balloon was inflated, it ruptured at 14 bars. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was thick crystalized contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon catheter, when fluid leaked out of a pinhole 1 mm proximal to the distal balloon marker. There were no scratches visible. This will be sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of the report. Results and conclusions will be forwarded upon completion.